Event description:
It was reported that the patient experienced undesired sensation due to paddle lead migration which was confirmed through x-ray. The physician replaced the paddle lead, and the patient was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.